Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated patient result with high-sensitivity troponin I (tnih) obtained on a dimension vista 500 system. Siemens concluded the investigation of the event. Siemens investigation included an assessment of reagent, instrument, and sample data. Quality control and calibration results were within the customer's expected ranges on the event date. Siemens cannot rule out the sample integrity issues. The issue was resolved by repeating the sample on the same analyzer. Return of patient sample for further evaluation is not warranted as the repeated result is acceptable. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing according to specifications. No further evaluation is required.

Event description:
A discordant falsely elevated high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension vista 500 system. The falsely elevated result was reported to the physician(s), and the result was questioned. The same sample was reprocessed on the original dimension vista 500 system. Additionally, two new samples were drawn from the same patient and processed on the original dimension vista 500 system. The reprocessed results and the new (redrawn) sample results obtained were lower and considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated patient result with high-sensitivity troponin I (tnih).